Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:00am, the patient alleged the issue first occurred. The patient reported he uses oral medications with diet and exercise to manage his diabetes. It is unclear if the patient made any changes to his diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 7:20am, he developed symptoms of being "dizzy and sweaty." It is unclear if the patient attributes these symptoms to high or low blood glucose. The patient reported on (B)(6) 2012 at 7:30am, he went to the emergency room. At 12:30pm, he reported his blood glucose was measured, however he cannot recall the results. The patient reported he was given an unknown dose and type of insulin by a healthcare professional. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. When the cca assisted the patient with a walk through retest with a new test strip, the meter does not turn on. The cca noted that the meter does not power on when the power button is pressed. The cca confirmed this was not the first time the meter had been used. In addition the cca noted the subject meter's battery needed to be replaced, but when a new battery was inserted, the alleged issue persisted. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of an acute complication of diabetes and required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken/ deformed battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.